Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a gel mentor breast implant of unknown type and experienced a rupture on the right breast implant. The patient experienced pain and tightness. As a result, the patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 800cc gel implants, catalog # 3505800bc, s/ns (B)(4) (l) and (B)(4) (r). Device evaluation summary: it was reported that a 53 year old female patient underwent a breast augmentation revision with a gel mentor breast implant of unknown type and experienced a rupture on the right breast implant. The patient experienced pain and tightness. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 800cc gel implants, catalog # 3505800bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor with gel that appeared to be clear. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab identified a partial delamination of the shell to patch junction without evidence of leakage. The cause of the delamination could not be determined. No other anomalies were discovered. The complaint was not confirmed as there was no leakage found on the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).